Event description:
It was reported that the patient's off-time was decreased from 30 seconds to 15 seconds because of the patient's shortness of breath at night. No further relevant information has been received to date.

Event description:
It was reported from a patient that after her device's output current settings were increased, she began to have more trouble with her sleep apnea. The patient stated that she had not had her device settings adjusted since the implant until this visit where output current was increased. A sleep study was conducted and showed that the patient was observed to have apneic episodes about every 5 minutes, which improved with the use of CPAP therapy, or continuous positive airway pressure therapy. Follow up with the patient's psychiatrist stated that he did not suspect the sleep apnea to be related to vns, but that the sleep clinic believed that the vns may have triggered or worsened the patient's sleep apnea. The psychiatrist indicated that the patient's weight was a contributory factor in the patient having more trouble with sleep apnea. Settings and diagnostics were provided indicating that the device was performing as intended. No diagnostics were provided from after the report of worsened sleep apnea. It is noted in labeling that patients with obstructive sleep apnea may have an increase in apneic events with stimulation. It was suggested to the physician that lowering frequency or duty cycle could help. No additional relevant information has been received to date.